Event description:
Caller reported that the pump battery would not charge despite attempting to use different wall outlets and adapters. Blood glucose level remained stable, and there was no adverse impact reported. Tandem technical support decided to replace the pump under warranty. The caller was advised to use multiple daily injections as a backup therapy for insulin delivery, instructed on how to put the pump into storage mode, and agreed to return the problematic pump within 10 days using a pre-paid label.